Event description:
The customer reported that drive support cap popped out. The blood glucose reading was 118mg/dl. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a protruded/loose drive support disk. The unit had scratched display window.